Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "system failure" message and then shutdown. The unit's power was re-cycled and the unit functioned normally. Therapy was continued. No patient injury was reported.